Event description:
During the priming pre-test operation, it was noticed that the display on left side was not working correctly. A back-up console was used and there was no impact to the patient. Abiomed field service visited the hospital but could not reproduce the problem.